Event description:
It was reported that the lead exhibited high capture thresholds and low sensing. The lead was explanted and replaced. All electrical parameters were good. The patient was in good condition during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.